Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient had a return of their abdominal pain, nausea, and vomiting on the morning of the report. These symptoms were like what they had prior to getting the therapy. The hcp didn¿t have a way of checking the therapy at the time of the report and they were going to release the patient to follow-up with their managing hcp. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.